Event description:
The complainant reported that a drainage catheter placed in the stomach of a pt as a feeding tube, broke in half at the marker band. The physician was able to remove all parts of the catheter using the suture component of the device. There was no pt injury complications.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The complaint was confirmed. The catheter was broken in two pieces below the marker band. The two parts were held together by the suture. The catheter appeared to have degraded. A review of the device history record revealed no exception documents. Complaint data base was reviewed and no similar complaints were found for this lot number. This catheter is not intended to be used as a feeding tube. Eval: method: device history record was reviewed, complaint data base was reviewed. Results: catheter, device used with incompatible medium/material.